Event description:
It was reported that, during burn treatment, a combination of an unknown cuticerin dressing and an unknown jelonet dressing was not easily applied. Patient reported that dressing residues kept sticking to the wound and the dressing comes loose. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application and or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during burn treatment, an unknown cuticerin dressing was not easily applied. Patient reported that dressing residues kept sticking to the wound and the dressing comes loose. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application and or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.